Manufacturer narrative:
The event date is unk, is a matter fact all dates are unk. Please note that the actual product catalog and lot number are unknown, therefore, the product captured, represents an unknown galaxy g 2 coil. The product will not be returned for analysis, and the lot number was not provided to conduct DHR review.

Event description:
Basically, the new g2 coils seem to cause significant microcatheter kickback just at the moment that the detachment marker approaches and crosses the proximal microcatheter marker. I have encountered this in four separate cases working with aneurysms 3-6mm in size and it has been quite frustrating as it prevents us from getting the last bit of coil in despite trying to readjust microcatheter position, repositioning coil etc. Clearly seems that have a different behavior and feel from the prior syringe-deployment system galaxy coils.